Manufacturer narrative:
Pump received with intermittent button response due to flattened button dome switch and partial unlocked lcd keypad connector during visual inspect noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime or verify excessive no delivery anomaly due to buttons not responding. Pump received with cracked battery tube threads, cracked lcd window, minor scratched lcd window, cracked reservoir tube lip, cracked case display window corner, stained end cap sticker, stained address/serial number label, cracked belt clip slot and cracked case reservoir tube window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and high blood glucose events. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump act button does not work during fill tubing process. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer also reported that the insulin pump had a recurring no delivery alarm even after multiple infusion set and reservoir changes. Customer had a high blood glucose of in the 400's mg/dl and and went up to 700 mg/dl. Customer treated with manual injection and declined high blood glucose troubleshooting. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.